Event description:
A nuclear medicine adenosine stress test was started and the graseby infusion pump initially functioned appropriately for the first 3 minutes (according to staff). After that point, the pump spontaneously stopped infusing and displayed an error message. The equipment and lines were checked, with no identifiable problems. The infusion was restarted but according to staff, it would only infuse for 10-15 seconds before stopping again displaying the same error message. The message that was displayed was not reported and has not been determined at the time of this report. A staff member retrieved a second pump so the study could continue. Per staff report, the typical 6 minute infusion took 10 min due to delays with the pump. The physician was at the bedside and aware of the pump issue and delayed infusion.